Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a procedure to remove the patient's ((B)(6)) lead (reference MFR report: 3008829311-2017-00001), the lead fractured as it was being removed. The distal portion of the lead remains implanted in the patient.